Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 1.6; lab: 2.3(yesterday).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2008; inratio: 1.6; lab: 2.3(yesterday); mean: 1.95; confidence limits: 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The time interval between tests was greater than 3 hours. The comparison was considered invalid. Products will be tested after return.